Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular tachycardia (vt) episode from the implantable cardiac monitor appeared to show noise. The patient was having an epileptic seizure at the time of these episodes. The device remains in use. No patient complications have been reported as a result of this event.